Manufacturer narrative:
Tw# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the loading process of hst iii system (3.8mm), according to IFU, but the seal did not fold properly and came loose. It was confirmed that the seal could not enter the delivery device through the inside of the window, so a new product of the same type was used and applied to the patient, and the surgery was completed without any abnormalities in the patient's condition.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during the loading process of hst iii system (3.8mm), according to IFU, but the seal did not fold properly and came loose. It was confirmed that the seal could not enter the delivery device through the inside of the window, so a new product of the same type was used and applied to the patient, and the surgery was completed without any abnormalities in the patient's condition. There was a delay of about 10 minutes.

Manufacturer narrative:
Tw # (B)(4). The lot # 3000422757 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.